Event description:
Information was received from a consumer receiving intrathecal therapy. During one of the consumer's refills, the hcp mentioned that other patients had been overdosed. The consumer voiced his concern to the device manufacturer in the past regarding this.